Manufacturer narrative:
Arjo was notified about an incident involving carendo shower chair. The rehab assistant reported that when the chair was being reclined, a patient started to slip forward out of it. The staff managed to catch the patient and prevented the fall. No injuries were sustained. After the incident arjo representative visited the customer to conduct a device inspection. Beside scuff marks on side covers, there were no abnormalities found with the carendo shower chair. The device was working as intended. It is unknown whether the patient was positioned in the chair according to the instructions included in the instruction for use. The review of IFU revealed that arjo labelling informs users about proper carendo shower chair usage. According to the procedures and warnings provided in the instruction for use (IFU 04.cc.01): ¿the carendo must be used by appropriately trained caregivers with adequate knowledge of the care environment (¿), and in accordance with the guidelines in the instruction for use¿; ¿to avoid falling, make sure that the patient is positioned in accordance with this IFU¿ ¿secure the patient with safety belt if needed¿. To sum up, arjo carendo chair was used for a patient care when the patient started to fall out of the device. As per information collected upon the device inspection, no malfunction was identified within the device. We decided to report this complaint to the competent authorities in an abundance of caution as it was indicated that the patient was falling off the shower chair.

Manufacturer narrative:
The information collection and investigation are on-going. Additional information will be provided in a follow-up report.

Event description:
Arjo was informed about an incident involving carendo shower chair. It was reported that the patient was slipping out of the chair while using the carendo. The staff managed to catch the patient and prevent the patient from falling out of the chair completely. The patient did not sustain any injury.